Manufacturer narrative:
A titan touch pump, two cylinders, and a reservoir were received for analysis. Partial separations within abrasion were noted on the inlet tube of the pump. This was not a site of leakage. Abrasion was also noted on the longer exhaust tube of the pump. The detachment end of the longer exhaust tube revealed the surfaces to be rough and irregular, indicating stress was exerted. Partial separation within abrasion was noted on the exhaust tube of cylinder 2. This was not a site of leakage. The detachment end of the exhaust tube of cylinder 1 revealed the surfaces to be rough and irregular. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, all components passed functional testing. However, information received indicated there was a "tubing break." Microscopic examination of the detachment end of the longer exhaust tube of the pump and exhaust tube of cylinder 1 revealed the surfaces to be rough and irregular, indicating stress may have been exerted on the exhaust tube to separate the site while in-vivo. A separation of this type could then allow the loss of fluid, making the device inoperable. As the information received indicated tubing break, and because no other functional abnormalities were noted during testing, quality concludes the rough and irregular detachment through the exhaust tube of the pump and cylinder 1 most likely was the site of failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, a tubing break occurred. The device was removed and replaced.